Manufacturer narrative:
Reliability analysis inspected three opened/used sensors and found all three sensor needles separated from the sensor base. Unable to confirm that the customer received the sensors in said condition due to the customer returning the sensors opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the serter would not release the sensor after second button press. Customer's blood glucose was in the 100 mg/dl to 200 mg/dl range. After troubleshooting, customer reported the sensors were damaged. Customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.